Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there were adhesive issues with two cleo 90 infusion sets, stating that the sites did not adhere properly upon insertion despite following the sticks/tap method. Pss processed a replacement order. Pwd provided feedback suggesting that the cleo 90 infusion set include a small tab extending from the adhesive to allow easier lifting and removal of the site. Pwd also suggested adding a step during the cassette change process instructing pwd to insert the infusion site, along with corresponding instructions. The infusion set was loose or leaking, and the adhesive was not secure and was peeling at the infusion set site. The event occurred while in use with patient and there was no patient injury.